Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Correction.

Event description:
The patient is a participant in the post approval network product surveillance registry clinical study.

Event description:
It was reported, there was no alleged implantable cardioverter defibrillator (ICD) issue however, patient symptoms were reported as related to the ICD. The patient encountered heart failure, shortness of breath, pain in belly, and no appetite. Patient also encountered decompensation due to bad left ventricular fibrillation, and pneumonia. The patient was hospitalized and medications was administered. No further patient complications have been reported as a result of this event.